Event description:
It was reported that when using the bd pyxis¿ medstation¿ es , the 4pemedical pyxis station did not allow me to assign override groups on the server the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a software failure. A technical support specialist mentioned that while attempting to assign override groups ("others" and "pharmacy only") to the device on station 4pemedical, the groups initially appeared to be added but disappeared after saving. This issue, isolated to this station, was caused by a software bug that occurs when an override group is removed and then re-added, resulting in a failed association without any error message. A temporary hotfix was applied, successfully restoring the override groups: other, or supp, and pharmacy only. However, this is a reactive measure and does not resolve the underlying issue, which has been deferred for a future es system release (version 1.10) where the bug is confirmed to be fixed. If the issue recurs on any other station, it is recommended to log a case for further assistance. The system functioned as intended after the technical support specialist troubleshot the device.